Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak from tubing during a tpn infusion after observing a bulging silicone sement. There is no report of patient or provider harm.